Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was stroke/heart attack while on dialysis. The caller stated that the customer had an infection from dialysis that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was disconnected as they were not eating and their blood glucose would not go above 40 m/dl. The customer was not using sensors. The caller declined to return the insulin pump for analysis. Frn-unk-rsvr; unomed set.

Event description:
The customer's weight information has been changed to 238.